Event description:
It was reported that customer experienced a blood glucose (bg) level of "high;" cause was unknown. Customer delivered a correction bolus using pump to successfully resolve the bg. Technical support advised customer to consult healthcare provider regarding diabetes management.